Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 ((B)(4), awareness date (B)(6)-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) in 2008 along with an ablation. Within a year, she began experiencing pain in lower abdomen, bloating, excessive weight gain, complete loss of menstrual cycles and painful intercourse. Adding to these ailments as time went on, swelling of the hands, including fingers, swelling of the feet, painful movement (i.e., bending, sitting and even walking), was unable to ride horses, even more painful intercourse followed by spotting and increased pain to the point of feeling like someone had a serrated knife in her sides coated with bengy, loss of memory/ concentration, migraines to the point of nausea and sensitivity to light, breast tenderness, lack of energy, exhaustion and pregnancy mimicking symptoms. It is now 2015 and the symptoms are worsening. Her husband and she are now in marriage counseling. Because of the pain, she had refused to participate in sexual activities. She had tried 5 different diet methods, only to gain weight, even with adjusted diet and exercise. She was finally scheduled for a hysterectomy on (B)(6)-2015. She had been subjected to much unnecessary and unwanted pain. Product technical complaint (ptc) investigation result was received on 09-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and within a year, she began experiencing pain in lower abdomen among non-serious events. This pain in lower abdomen is listed in the reference safety information for essure. In this particular case, the consumer started experiencing pain within a year of essure use. Considering the nature of this event, the compatible temporal relationship and lack of alternative explanation, the causal relationship between this event and the suspect insert cannot be excluded. This case is regarded as incident since a surgical intervention will be required. The product technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.